Manufacturer narrative:
The device issue was found during a hospital technical inspection, and the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to the patient's therapy. The philips international field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Review of the complaint record indicates event occurred prior to patient use and the issue was found during inspection of the ventilator. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
H11: h6: patient involvement information is unknown, however it was noted that was no patient or user harm was reported.the device was evaluated by the customer and a philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time

Manufacturer narrative:
Date of this report: 17aug2021. Reporter phone number: (B)(6).

Event description:
The customer reported the device touchscreen for difficulties in its use, locks. The device was in use; no patient harm reported.